Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report(s) will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device had the e222 and e224 error messages for communication. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following instructions are provided in the user manual: otv-s400 instruction manual: 9.2 troubleshooting guide: code:e222:e224, error message:camera head communication error, and possible cause:camera head communication is failed. Solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Olympus will continue to monitor field performance for this device.